Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stuck and displayed a blue screen. A field service engineer connected to the station through remote support service (rss) to manually launch the medication application from the windows home screen and confirmed that the pharmacy technician was able to log in and access the station. Furthermore, the fse verified that the station was operational after remoting in again and confirmed that there were no errors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on a blue screen and user also mentioned that user was seeing the carefusion logo on the screen as well. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.